Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition flash CT system. It was reported that a patient died on (B)(6) 2022, one day after an emergency scan. The patient of unknown age and gender was evaluated on (B)(6) 2022, for a head and combined chest and abdomen scan. After the head scan was completed and the topogram for the second scan was completed, the spiral scan for the chest and abdomen failed due to a system scan abort. According to our knowledge, the aborted scan was not repeated. The patient was transferred for further emergency treatment; however, it was reported that the patient died on the next day. Currently it is unclear if the CT scanner caused or contributed to the patient's death. Siemens has requested additional information in order to conduct an investigation of the reported event. Therefore, this report has been submitted with an abundance of caution.

Manufacturer narrative:
Correction: section b2: life threatening has been selected as the most appropriate outcome attributed to the adverse event as there is no evidence of a direct causative correlation between the CT malfunction and the patient's death. Section h1: type of reportable event has been changed to malfunction as the most appropriate report type. Siemens has completed an investigation of the event. For privacy reasons, the hospital did not provide detailed information and diagnostic reports of the patient. The following information was given by the doctor who was operating the CT system at the time of the reported issue: the patient was 30 years old and weighed approximately 242 lbs. Cardiopulmonary resuscitation was performed prior to the CT scan. The doctor described the patient as having a pulmonary embolism. For the technical investigation, a service engieer was onsite at the customer site. Logfiles showed an error indicating a high-voltage arcing of the tube at 140kv. The tube was exchanged and sent to the manufacturer for investigation. This investigation showed that the tube window, which is the thinnest part of the vacuum tube shell, had a deformation. The cause for this indentation could not be identified. During the last three years, more than 14,000 tubes of this kind have been delivered and 1,400 of such tubes have been returned and analyzed. In all other investigations, no such indentation was found. Therefore, this incident is rated as a single case. The material consumption in relation to the installed base is monitored by the CAPA process (values for the last 3 months below) which does not indicate a systematic product or design issue. Mat# (B)(4)- straton mx p - november 2022: 3.02%, october 2022: 4.93%, september 2022: 4.06%. There is no evidence for a direct causative correlation between the CT malfunction and the patient's death. Based on the clinical information given, there is no indication of any substantial contribution from the CT system given the already initially poor clinical prognosis and the timely delay of death.